Event description:
We have received a product report involving a non-(B)(6) product and are sending you the information in accordance with 21 cfr 803.22. Below is a brief description of the information received: the hcp in australia reported the patient's vyalev - vyafuser pump got turned off on (B)(6) 2025 without intention. On (B)(6), (B)(6) found the pump stopped without intention. Hcp is inquiring on possible interference with mdt dbs device. Hcp noted they have contacted the pump manufacturer. If you have any questions regarding this letter for manufacturer notification, please do not hesitate to contact us. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).